Event description:
I received a CPAP machine in a package that included a tube and mask. The mask provided does not have ventilation for exhaled gasses. I will provide photos below, but a more expansive set of photos can be found here: (B)(6). I have sent an email to the vendor, (B)(4), expressing my dismay. When I attempted to use the device, I awoke with finding myself a bit ill having used the device without vent holes in the mask.

Event description:
Additional information received from the reporter on 02/19/2026 for report number mw5170215. The reporter gave this statement to correct the report he submitted last year: after communicating with the manufacturer it was confirmed the mask is functioning correctly and contains the necessary exhalation vent holes as designed. Both the machine and the mask are functioning correctly and are safe for use. The initial report was based on a misunderstanding of the exhalation port location.